Event description:
It was reported that the right ventricular (rv) lead was exhibiting high impedance due to possible fracture. The lead was capped and is to be replaced at a future date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range and a lead impedance out of range alert. An out of tolerance subthreshold lead impedance alert occurred on (B)(4) 2014. Maximum defibrillation active can impedance rises from 42 ohms on (B)(4) 2014 to greater than 250 ohms on (B)(4) 2014.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.